Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd phaseal¿ injector luer lock n35j there was an issue with safety failure. There was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd phaseal¿ injector luer lock n35j there was an issue with safety failure. There was no report of injury or further medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Manufacturer narrative:
One sample unit was received for evaluation by our quality engineer team. Upon examination of the sample, the tip of the safety sleeve of the injector was observed broken and out of place. As a consequence of the safety sleeve breakage, the needle was exposed. As a lot number was unavailable for this incident, a production history review could not be completed. It is important to hold onto the white component when engaging and/or disengaging the injector; do not touch the blue safety sleeve. If the grips of the safety sleeve become dislocated, the injector is activated and the needle will be exposed. If the injector is not pulled straight back upon removal, the grips may become dislocated. If the injector has been forced while engaging, the grips may also become damaged. It is recommended that the instructions for use are carefully followed when using the injector product. The exposure of the needle is caused due to the breakage of the safety sleeve. The breakage occurs when the injector is not properly disengaged. The defect is caused due to a misuse of the device. No corrective actions needed.

Event description:
It was reported with the use of the bd phaseal injector luer lock n35j there was an issue with safety failure. There was no report of injury or further medical intervention.